Event description:
It was reported that the device was fractured. The target lesion was in the liver. A renegade hi flo 135/10 kit was selected for use. During preparation, the microcatheter was flushed and attempted to be pulled out. However, it was noted that the tail of the microcatheter was fractured. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
E1. Initial reporter facility name - (B)(6)hospital of (B)(6) medicine. Device evaluated by MFR: the device was returned for analysis. The device was inspected for any damage or irregularities. The device showed a fracture located at the hub area of the device hub. The shipping hoop was hydrated, and the device was removed with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
E1. Initial reporter facility name - (B)(6) hospital.

Event description:
It was reported that the device was fractured. The target lesion was in the liver. A renegade hi flo 135/10 kit was selected for use. During preparation, the microcatheter was flushed and attempted to be pulled out. However, it was noted that the tail of the microcatheter was fractured. The procedure was completed with another of the same device. No complications reported and the patient is stable.